Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet field service technician investigated the unit and could not reproduce the reported issue. The technician cleaned the stop valves and shunt valves as a preventive action. Functional tests and calibration testing were performed successfully. The unit was returned to service. A follow-up report will be issued if additional information becomes available.

Event description:
"Water is not circulating on the cardioplegia side." (B)(4).